Event description:
Patient revised an lv epicardial lead that had >3000 ohm impedance and no capture in any vector. Patient notifier was delivered in 6-5-25 for lead impedance out of range (<200). Today the pocket was opened, the lv lead disconnected from the generator and tested. 160 ohms lvr-rvc, >3000 ohms in other vectors and no lv capture in any vector. The lead was capped.